Event description:
Surgical revision was performed involving a nalu system on (B)(6) 2022. Patient reported difficulties with connectivity and it was subsequently determined that the location of the implanted pulse generator (ipg) was not optimal based on the patient anatomy. Doctor was able to utilize the existing ipg by moving it to a more superior and lateral postion. No reports were received of the nalu system or its components failing. No reports of complications during the procedure.